Manufacturer narrative:
Evaluation of the returned smart coil revealed offset coil winds on the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance while advancing the coil through the microcatheter during the procedure could not be determined. Further evaluation revealed multiple kinks throughout the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging for return. Due to the returned condition, the smart coil was unable to be functionally tested. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up# 02 MFR#: 3005168196-2021-02619: section g. Box 3. Report source.

Event description:
The patient was undergoing a coil embolization procedure to treat a supraclinoid aneurysm off the internal carotid artery (ica) using penumbra smart coils (smart coil), a non-penumbra microcatheter, and a guidewire. During the procedure, while advancing a smart coil approximately three quarters of the way into the microcatheter, the physician experienced resistance and the smart coil became stuck. Therefore, the smart coil was removed. The procedure was completed using another smart coil of the same size and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.